Event description:
It was reported that a shaver gave off metal shavings inside of a pt.

Manufacturer narrative:
Final investigation showed that the device demonstrated a minor hitch in rotation such that it did not function properly. There was no evidence of missing metal for the device when examined under a microscope.